Event description:
During pta to a shunt in the radial vein, the balloon ruptured at approx 4 atmospheres. The target location was moderately tortuous and 90% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The physician used a competitor balloon of the same size to successfully complete the procedure. There was no report of any adverse affects to the pt. As per the reporting affiliate, no additional pt or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date.

Manufacturer narrative:
Please note that this device (4393020t, lot#r0205296) is distributed outside the united states; however, it is similar to the u.s. Distributed product 4383020t.